Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with high rv capture thresholds and the rv pacing lead impedance had decreased slightly. Possible lead insulation issue. The lead was capped and replaced.